Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after dinner, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 36-48 hours of pod wear on the abdomen. The patient sought medical attention and was hospitalized on (B)(6), 2026, with symptoms including anxiety, and remained hospitalized for two days. The patient reported that blood glucose levels reached 500 mg/dl upon hospital evaluation. According to the patient, no specific diagnosis beyond hyperglycemia was provided. Treatment during hospitalization included insulin and intravenous fluids. The patient was discharged on (B)(6), 2026.